Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the photograph provided identified the inner sterile pouch had broken apart into pieces. The outer sterile pouch could not be fully evaluated based on the pictures provided, and therefore, the sterility could not be confirmed. The device history records were reviewed and no discrepancies were identified. The condition of the device when it left zimmer biomet was non-conforming to specification. The root cause of the reported event can be attributed to the supplied sterile pouches. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that when the surgeon opened the implant, the sterile packaging was found to be cracked and open. No adverse events were reported as a result of this malfunction.